Event description:
Customer reported the dxc 600 pro clinical chemistry analyzer generated low sodium (na) results for patient results. The number of patient results was not specified. No patient data or demographics was provided by the customer. There was no report of injury or illness to the patient(s) which occurred in connection with this event. Customer reported the na quality control (qc) was running low. Customer technical support (cts) assisted customer in performing troubleshooting including performance of two-week maintenance and replacement of bleach solution; however, the customer reported qc was still low after performing troubleshooting steps. A beckman coulter field service engineer (fse) was dispatched to the customer site to assess system performance.

Manufacturer narrative:
(B)(4). The customer did not provide patient demographics such as age, date of birth, gender, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched onsite. Fse inspected the instrument and observed the modular chemistry (mc) sample probe was occluded. Fse replaced the mc sample probe which resolved the issue. In conclusion, the cause of this event is a hardware malfunction.